Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres. However, on the second inflation at 12 atmospheres for 30 seconds, the balloon vertically ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.